Event description:
It was reported immediately following system implant procedure that the patient exhibited arrhythmia. The right ventricular lead was found to have dislodged and showed loss of capture and sensing amplitude variation. The lead was repositioned the same day. The patient was stable.